Event description:
It was reported that during implant of the left ventricular lead, the lead was damaged. It appeared that something was "wrong" with the tip seal and the guidewire was jammed through the lead "back loading the wire." The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared to have been damaged at implant. It was visually noted that the guidewire poked through the insulation at 77 centimeters. The tip seal does not have any damage.